Manufacturer narrative:
Additional information h3, h6, h11 additional/corrected information h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition of "door sticking". No symptom or cause of the issue was identified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because this issue would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's door was sticking when the slide key was inserted into the keyhole during testing in the biomedical service department. There was no patient involvement. No additional information is available.